Manufacturer narrative:
The complaint was not confirmed and no blank screen issue were observed, all results were within the range specification and no errors was observed during control solution testing. However, upon product investigation , it was discovered that segments were missing on the meter's display. There is no reasonable suggestion that this issue contributed to the reported event.

Event description:
Customer reported not able to test blood glucose due to blank screen appears on their precision xtra meter. Customer reported experiencing symptoms of dizziness, blurred vision, sleepiness and weakness. Customer stated she was seen by her doctor and diagnosed with hyperglycemia. The customer reports taking avandia in order to stabilize blood glucose levels.